Event description:
Caller states the pt tested 8.0 inr and 4.3 inr on the coaguchek s system while a comparison lab returned as 3.1 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.